Event description:
The hosp reported a cracked gas cap that was discovered after initiation of bypass. The blood was noted to be dark and co2 levels were elevated. The device was changed out with no affect to the pt.